Event description:
Aortic femoral bypass performed six months ago and since that time the patient developed an infection at the suture. It was discovered that the suture used was covidien. Covidien suture has been reported to have complications such as infection when used. The patient is still being treated for the infection with long-term antibiotic therapy and out-patient visits to wound clinic.